Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.